Event description:
It was reported that the patient received inappropriate shocks, and the device had defined a ventricular tachycardia episode during patient atrial tachycardia/atrial fibrillation. In addition, atrial undersensing and oversensing were observed on the right atrial (ra) lead. The device reached normal elective replacement indicator (eri) and was replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).